Manufacturer narrative:
The reported failure of software detected a significant pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was returned to a third-party service center for implementation of a field change order. There was no report of patient involvement, harm, or injury associated with the event. During evaluation at the third-party service center, an evt_press_sensor_mismatch error was identified in the device event log. The error indicated that the device software detected a significant pressure drop between the monitor and outlet pressure sensors. Investigation determined the root cause to be water contamination. To address the issue, the device¿s blower assembly and muffler assembly were replaced. In addition, the blower mount, blower bellows seal, cooling fan assembly, fan retainer, main housing, tubing system pca, tubing blower chassis, tubing-fio2, and tubing-low flow o2 were replaced. The device operating software was upgraded, and the device subsequently passed final functional testing.